Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of wire break. Block h10: an rx cytology brush was received for analysis. Visual evaluation of the returned device revealed that no obvious kinks and bends and no visual damages/defects were noted. During functional evaluation, the handle was actuated and the brush was able to be extented and retracted without any issues. In addition, the device was submitted to a dimensional inspections and the measurements were found within manufacturing specification; consequently, not confirming the reported complaint. After analysis it was determined that the device returned did not have any visual issue/damage and during functional inspection it worked as intended. A risk review of the rx cytology brush wireguided 8f 2.1mm was completed using 90388865, risk analysis workbook- biopsy brushes, bsc, av and confirmed that the event of "guide break" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and the analysis performed, the most probable root cause for this problem is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during a procedure performed on (B)(6), 2019. According to the complainant, during preparation, it was noticed that the the brush was broken. Reportedly, the device was never used inside the patient. There were no patient complications reported as a result of this event. The procedure was completed with another rx cytology brush.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during a procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the brush was broken. Reportedly, the device was never used inside the patient. There were no patient complications reported as a result of this event. The procedure was completed with another rx cytology brush.